Event description:
Information received by medtronic indicated the customer had hypoglycemia. Blood glucose values was 200 mg/dl and current blood glucose value was 47 mg/dl. Customer was treated with food. Troubleshooting was performed. Customer was using the insulin pump with the auto mode/smart guard feature active at time of reported event is unknown and customer was using the insulin pump since past 48 hours of reported event. No further complications were reported. Product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl at the time of the incident. Customer¿s current blood glucose level was 200 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did allege insulin pump was over delivering. No further patient complications were reported. The device was returned for analysis. Frn-mmt-332-rsvr, mmt-397-unomed inf set

Manufacturer narrative:
Retainer ring = black device case = ngp customer returned device for alleged possible over delivery anomaly, no allegation of device deficiency, and low blood glucose found on (B)(6) 2022. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and displacement accuracy test. No unexpected motor alarms were noted during testing. Test p-cap locked into the reservoir tube successfully. No unexpected motor alarms, device errors, or unexpected battery alerts noted during testing. Device successfully downloaded to thus. No unexpected motor alarms, device errors, or unexpected battery alerts were noted in the history files on the event date. Device delivered 2.2 u of bolus on (B)(6) 2022. The device was cut open and found dried insulin in the motor slide and moisture damage electrical board, motor, harness vibrator assembly and force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case. Possible over delivery was not confirmed during testing or in the history files. Device passed full dry test and full functional test. Unable to confirm low bg. Exposed to moisture confirmed on electrical board, motor, harness vibrator assembly and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.